Event description:
It was reported that the autopulse failed during a cardiac arrest. Customer indicated that they performed the morning battery change out and daily check prior to the call. He board performed compressions for a minute or two and powered off. They changed batteries and again, a few compressions and then the board powered off. The crew resumed manual compressions. There are no known battery issues.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed when the device is received and evaluated.